Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was not consistent and remained static. It was also reported that the battery was depleting quickly. Although requested, the customer declined to provide further information or participate in troubleshooting.